Event description:
Sorin group (B)(4) received a report that cardioplegia could not be delivered. Once the pressure was below the limit on the module, the alarm was cleared and the case continued without issue. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the s3 sensor module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. All functional testing was completed with no failures and the device was returned to service. As the issue could not be reproduced, a root cause was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sensor module for s3. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that cardioplegia should not delivered. Once the pressure was below the limit on the module, the alarm was cleared and the case continued without issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.